Event description:
It was reported that this right ventricular (rv) lead was surgically capped and replaced due to observations of high pacing impedances greater than 2000 ohms. No adverse patient effects were reported.